Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified seven other similar incidents reported from this lot for failure to advance. However, these complaints have not historically been directly associated with manufacturing deficiencies and extensive quality control measures are in place. For complaints of this type, no corrective action is required. Based on the information provided, a definitive cause for the reported failure to advance, unusual resistance and peeled coating cannot be determined. In this case, it is possible that there was interaction from another device during the procedure causing the failure to advance, usual resistance and suspected peeling; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat an eccentric and de novo lesion with mild calcification and mild tortuosity in the right coronary artery (rca). A 014 ht versaturn guide wire was advancing to the lesion; however, the guide wire could not cross the target lesion as intended due to unusual resistance. Reportedly, the physician suspected that the coating was peeling. The guide wire was removed and a non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.